Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 3 mm x 40 mm x 146 cm coyote¿ es balloon catheter was advanced to dilate the lesion; however, upon the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient injuries or complications were reported.

Manufacturer narrative:
Device evaluated by MFR. The returned product consisted of the coyote es balloon catheter. There was blood in the inflation lumen and balloon. The balloon was loosely folded. There were numerous kinks throughout the shaft of the device. The tip was damaged. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 14mm proximal of the distal markerband was revealed. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There was no indication that the device was inflated over the rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 3mm x 40mm x 146cm coyote es balloon catheter was advanced to dilate the lesion; however, upon the second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient injuries or complications were reported.